Manufacturer narrative:
D9 - date returned to mfg: 2/17/2026. H3 and h6 codes - updated. One used device was returned for investigation. The device was visually inspected and there were no damages or anomalies observed. One (1) customer photo and one (1) video were returned showing cuff leakage at the proximal weld. During the functional testing, the trach tube was then submerged underwater to facilitate leak detection. Initially, there was no leakage observed. After five minutes of the cuff remaining inflated, the cuff weld channel grew until a leak occurred. The leak originated from the trach tube cuff weld (proximal). The complaint of leakage can be confirmed. The probable cause is due to a cuff welding error during manufacturing. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was leaking. The cuff was checked pre-anesthesia and was intact and holding pressure. Intubation was performed without complication using direct laryngoscopy. During the procedure, a cuff leak occurred intraoperatively (once approximately 2 hours into the operation and once just prior to emergence). Inspection identified leakage at the junction where the cuff is bonded to the tracheal tube. Additional cuff inflation was attempted but the cuff would not maintain pressure. The patient was extubated and ventilated via mask with a two-hand technique and oropharyngeal airway. Re-intubation was attempted using a video laryngoscope (d-blade) with multiple stylet attempts. The patient was ventilated between attempts and maintained oxygen saturation of 99%. Tube placement was confirmed by etco2 and auscultation, secured, and the procedure continued without further issue. Subsequent examination of the original tube confirmed a significant leak at the upper cuff attachment site. There was patient involvement, but no patient injury was reported.